Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device (using black reload) "labored" on second firing and did not complete firing sequence. When device was removed, it was noted that only one row of staples was delivered on patient side. When attempting to reload device, the jaws of device would not open (outside of patient). A new device was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: the device ¿labored¿ on the second firing. Was the speed of the firing too slow? Was the firing trigger difficult to actuate or difficult to control actuation? Are photos available? If yes, please send to productcomplaint1@its.jnj.com I spoke with dr. (B)(6) regarding this event. He repeated exactly as you have stated below. He has no pictures. The analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged; additionally the cartridge pan was dislodged from the left side. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.